Manufacturer narrative:
The last calibration was done on 11-nov-2020 and was acceptable. Qc recovery was acceptable. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The field service engineer found the gear head pressure was low, the volume of rinse pipettor output was low, and the reagent/sample probes were dirty. He cleaned the probes, adjust the pressure, and adjust the rinse volume. He ran calibration and qc which was acceptable.

Event description:
The initial reporter received questionable low ca2 calcium gen.2 results for two patient samples from the cobas 8000 c702 module. Sample 1 initial result was 7.4 mg/dl and the repeat result was 9.7 mg/dl. Sample 2 initial result was 9.0 mg/dl and the repeat result was 5.8 mg/dl. The questionable results were reported outside of the laboratory. The reagent lot number was 459382. The expiration date was requested but was not provided.